Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had case damage, a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper case was broken, the lower case was broken, and the ventricular output connector was broken. It was also noted that the two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the keyboard pad was contaminated, the battery drawer o-ring was missing and the battery drawer was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.